Event description:
I have developed severe osteolysis from nuvasive's simplify discs. The adjacent vertebra have been destroyed to the point of a 2cm change in height and I now have to have a revision surgery that will result in a 5-level fusion and destroy my life. I have tried multiple times to get technical information from nuvasive so I can make sure that none of the same materials are in the revision hardware and they have refused to respond. Radiologic evidence shows that the hardware has not slipped, there are no "small particles" (which is not likely in a non synovial joint and occurred in tdrs because of failure more than surgery deritus). I am unclear why nuvasive's simplify tdrs(total disc replacements) caused this problem in me but it is devastating. Something should be learned from this terrible situation so that no other patient goes through the pain of osteolysis and the destruction, pain, expense, of a revision surgery. Nuvasive, clearly is not interested in helping or even respecting patients who purchased nuvasives products and had installed into their spines. I had tiny bits of inflammation in my bones--which is part of why I did the disc replacement in the first place, but it was nothing like this - and stenosis and facet problems when I had the discs installed, but it went away in the first months after surgery. About a year after surgery I started having deep bone pain in my neck and a dramatic increase in sharp stabbing pains and nerve pain. I thought I had another disc problem or stenosis in a different place perhaps. Instead, I found my vertebral bodies had developed osteolysis and had disintegrated to the point where I am at risk of vertebral collapse and paralysis. As a consequence of the simplify tdrs I now face a 5-level fusion with posterior support-a live-altering and destructive revision. Nuvasive has refused to provide any technical information or support to me. In fact, they have ignored me completely. FDA safety report ID# (B)(4).